Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported having low blood glucose that led him to go unconscious. The customer also reported that there was no alarms advising him of the low blood glucose. The customer declined to troubleshoot. Customer's blood glucose was unknown. No additional information provided.